Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found a tear in the optic. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a (B)(4) collamer single piece lens, +21.5 diopter, had a scratch. There was patient contact and it was a loading issue. Additional information has been requested but none has been forthcoming. If additional information is received , a supplemental medwatch report will be submitted.